Event description:
It was reported that this programmer's touchscreen froze during a threshold test. A different programmer was used to complete the test. No adverse patient effects were reported. Additional information concerning the serial number of this programmer is currently being requested from the field. This event will be updated should further details be provided.